Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent struts on two of the centre rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. The stent struts at the proximal and distal end of the stent were undamaged. The device¿s stent protector was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked 112mm distal to the guidewire access port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The access was obtained via radial artery. The target lesion was located in the left circumflex artery. Pre-dilation was performed with the balloon. A 12x3.00mm synergy¿ coronary drug-eluting stent was advanced, but was unable to cross the target lesion. The balloon in the stent delivery system did not inflate. The physician took the stent out of the patient and noted that there was a foreshortening of a stent strut. The device was removed completely and intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that stent damage occurred. The access was obtained via radial artery. The target lesion was located in the left circumflex artery. Pre-dilation was performed with the balloon. A 12x3.00mm synergy¿ coronary drug-eluting stent was advanced, but was unable to cross the target lesion. The balloon in the stent delivery system did not inflate. The physician took the stent out of the patient and noted that there was a foreshortening of a stent strut. The device was removed completely and intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.